Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed, requiring explant. The device was explanted and returned for analysis.

Manufacturer narrative:
The analysis of the device is on legal hold. The event will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted no arcing in the header. Damage to the defibrillation conductor and tubing was noted. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed, requiring explant. The device was explanted and returned for analysis.